Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted. She experienced severe genital bleeding and pelvic cramping amongst other non-serious events. Both events may occur during device therapy and considering lack of plausible alternative explanation, they are considered related to essure. Since an intervention (hysterectomy) was performed, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0461, # FDA-2014-n-0736 awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. She experienced severe bleeding, cramps, hair loss, headaches, acne, weight gain, bleed vision, short term memory loss. She was 34 and had to get a total hysterectomy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted. She experienced severe genital bleeding and pelvic cramping amongst other non-serious events. Both events may occur during device therapy and considering lack of plausible alternative explanation, they are considered related to essure. Since an intervention (hysterectomy) was performed, this case is regarded as incident. No active follow-up will be pursued, since this case was identified during health authority website monitoring.